Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 244mg/dl, 26mg/dl and 220mg/dl. The customer states that she felt shaky and nervous. She drank some sweet tea and felt better shortly afterward. No adverse event reported. New system sent to customer and return requested.